Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. Helix will not extend or retract due to distal conductor distortion within the connector. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the right ventricular lead helix would not extend and there was difficulty when rotating. The lead was attempted and not used. No patient complications have been reported as a result of this event.